Manufacturer narrative:
D10: concomitant product: egiatrs60amt - egiatrs60amt egia trs 60 amt articulat, lot# n0m0258y sigphandle - sig power sigphandle handle, serial# (B)(6). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the returned image contained a view of a handle, clamshell, adapter, and reload. There was a gap noted at the connection point between the reload and adapter. The reload was noted to be fully articulated to the right. The first returned video, contained a view of the same handle, clamshell, adapter, and reload. There was a larger gap then normal visible at the joint between the adapter and reload. The reload was fully articulated to the right while the left articulation key was pressed and the reload was articulated back to center position. The gap between the reload and adapter was still noticeable. The second returned video, contained a view of the same system as previously noted. It was reported that the reload articulated or straightened on its own during the firing sequence. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that upon loading, the reload was not seated properly and wobbled with movement of the device. The reported issue was confirmed. The most likely cause could not be established from the inf ormation available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, at the time of transecting the pancreas, the reload was articulated to almost 45 degree to the left and it automatically articulated back to its neutral position when the surgeon was retrieving the knife. This led to the pancreas being torn a bit. It was noted that before firing, a "crack" sound was heard but the device was still able to fire in zone 1 position. The surgeon used tisseel, hemopatch, and suture to fix the torn pancreas. After the procedure, it was found out that the reload was not in its proper position when it was articulated.